Event description:
Caller reported a malfunction on the pump, specifically malf 5, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The call center support (cts) is replacing the pump, and the customer will temporarily use multiple daily injections (mdi) as a backup for insulin delivery. The replacement pump will have updated software, and the caller was advised on handling procedures for both the new pump and returning the faulty one to tandem.